Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, a healicoil got broken when passing the two tapes and two sutures through the anchor. Surgery resumed with a back-up device, when the broken pieces were retrieved, however it is unknown if there was any delay. No further complications were reported. No further information available.

Manufacturer narrative:
H10: updated h6 (impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device it is not in its original packaging. The insertion device was returned without the suture threader or any suture material. The distal portion of the anchor is fractured away from the base. There is debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis (coa) is required for raw material and a ftir (fourier transform infrared spectroscopy) and gpc (gel permeation chromatography) test data must accompany the coa. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.